Event description:
It was reported that when using the bd pyxis¿ medstation¿ es only 8 out of 39 areas were visible on med link, and all patient information was missing across all areas. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication link was missing patients and areas. A technical support specialist (tss) logged in, reviewed the pyxis link url. The user confirmed that all area assignments and permissions had already been repeatedly checked, and after the tss verified that pes permissions and area assignments appeared correct. Then the tss re logged into the server, confirmed user was assigned to the system manager role, and reviewed logs and station settings, noting missing permissions, api warnings, blank profile settings, and incomplete data in pyxis med link. The tss corrected the issue by changing the servers regional settings to us english and restarting the maintenance service, after which the errors disappeared, and the problem was confirmed resolved in the test environment and customer confirmed issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es only 8 out of 39 areas were visible on med link, and all patient information was missing across all areas. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.